Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported via the manufacturer's representative (rep) they noticed their pain was worse and realized stimulation was off. The consumer charged the implantable neurostimulator (ins) the day before and had almost a full charge. When the consumer tried to turn stimulation on with the patient programmer (pp) they got the call your doctor screen with a power on reset (por) message. The consumer denied any contact with emi. The rep. Saw the consumer on (B)(6) and confirmed the pp said por. The implant was interrogated with the clinician programmer and the por was cleared. An impedance check was performed with all results within a normal range, and the battery was charged. Following this the consumer was able to feel appropriate stimulation and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.